Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead had no capture at multiple positions. A different lead was used instead. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray examinations, and electrical tests did not find any anomalies.